Event description:
In 2005-at 1st stage implant surgery, the clinician started the drilling procedure using the pilot drill (dic 004) which was connected to the drill extension shaft (cpa 043-0) on the surgical handpiece. When removing the handpiece from the pt's mouth, the pilot drill detached from the drill extension shaft and the pilot drill dropped into the pt's throat. The clinician completed the implant placement. Using an endoscope the pilot drill was successfully removed from the pt. The clinician stated that the pt is doing fine.